Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion and one opening curved on the posterior side. A leak test and microscopic analysis were performed which identified one smooth crease opening on the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one smooth crease opening on the posterior side due to a fold flaw opening. Reason for removal was deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.